Event description:
Baxter (B)(4) received a report that two (2) intermate units leaked prior to patient connection. This report will address 1 of 2. It is unknown with what the device was filled. The issue was observed prior to patient use. There was no report of patient involvement, injury, or medical intervention. A sample is available. No additional information.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of leak, observed at broken tubing at the junction of the luer post. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.